Event description:
It was reported that during a da vinci-assisted bariatrics surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the e100 was not turning on. The customer had checked the power switch, power cord, and tried using another power cord with no change. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was completed using integrated electrosurgical unit erbe (erbe) generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the e-100 generator and performed the failure analysis. During failure analysis, the e-100 was installed onto the test system and failed to test. The power led didn't turn on and the bipolar led did not turn on and cannot cut/seal. The visual inspection showed there was no physical damage. The complaint was confirmed based on failure analysis.